Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care professional (hcp) regarding a patient receiving morphine (10 mg/ml at 0.480 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient came to the emergency room (ER) on (B)(6) 2019 due to pain in their abdomen, at the pump site, and edema in their legs. The patient had stated that they did not feel like their pump was working and wanted to have it checked. The patient noted that the pump had not been programmed since it was inserted and it was "so slow" that it was not managing the pain at the pump site at all. The patient had "never been in this much pain." They were told that they would be pain free after the pump trial but this was not true. She was I n "more pain than they have ever had." She was inquiring about what procedure she would need to go through to have the pump removed. It was noted that there were no audible pump alarms. No further complications were reported.